Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately delivered two shocks in different episodes due to noise and oversensing. Further evaluation of the system was discussed. This system remains in service. No further adverse patient effects were reported.